Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf impact code a051104 captures the reportable event of basket failure to release stone. Imdrf impact code f19 captures the reportable event of surgery.

Event description:
It was reported to boston scientific corporation that a spybasket was used in the bile duct during a cholangiopancreatography procedure on (B)(6) 2025. During the procedure, the basket was stuck in the bile duct. The patient had surgery few days later to remove the basket.